Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate anti-tachycardia pacing (atp) due to far-field oversensing of the atrial signal on the right ventricular (rv) channel. Positional maneuvers were performed during in-clinic follow-up on (B)(6) 2026, and oversensing was provoked at 1.0 millivolt (mv) sensitivity. Rv sensitivity was set to 1.5mv and no oversensing was observed in-clinic. However, the health care professional (hcp) mentioned on (B)(6) 2026 that far-field oversensing was still observed even after the programming changes. The clinic also noted they were unable to update the rhythm ID template after the changes were made. Technical services (ts) was consulted for further review and recommendations. Besides the inappropriate therapy, no other adverse patient effects were reported. This crt-d remains in service.